Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was received at olympus (B)(6). Initial inspection noted that just a few uses, the device plug no longer holds well on the signal transmitter socket. Rapid wear ¿plastic hooks¿ on the signal transmitter was observed. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that at the beginning of a mini- pnl/misst (percutaneous nephrolithotomy) procedure the device shows continuous light (green lamp) and as soon as the lithotripter device activated, the high or standard power key lights up green without the device starting. After about 2-3 seconds of activation, the power button stops flashing, however the check probe and error buttons both showed light (solid red). The intended procedure however was completed using a competitor device lithoclast master. The procedure lasted approximately 15 minutes longer due to the device change. There was no patient harm or impact reported due to the event. No user injury reported.